Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot to the touch when charging or not. It was also reported that the screen fades in and out or just blinks. The pdm is not holding charge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.